Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that crosstalk oversensing was seen on the electrogram. The right ventricular lead sensitivity was decreased and the physician is going to check the patient in one month. The lead remains in use. No patient complications have been reported as a result of this event.